Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation at 29.9 cm to 30 .0 cm from the cut end consistent with friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.